Event description:
A report was received that the patient underwent an explant procedure of the lead due to high impedances on contact 2. During the procedure, the physician noted that the lead had a sharp bend at the proximal end. The patient was re-implanted and is reportedly doing well following the surgery.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.